Event description:
2001: IV pump alarmed and went into check volume low and pump placed on hold. Went to reset volume to be infused, noticed pump " batt" had changed, workout being done by nurse. Rate up to 217.4 on a dopamine drip. Went to get charge nurse to see pump and rate change. Pump was left on hold after seen by charge nurse. Pump off and labeled with malfunction sticker and acute with pump. Blood pressure medication placed on neuro pump at that time.